Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device information was not provided, therefore a review of the device history record was not possible.

Event description:
Revision of hip components 14 years post operatively due to pain. Cup was reportedly well fixed.